Manufacturer narrative:
(B) (4) - catheter.

Event description:
The patient experienced acute abdominal pain. The catheter was confirmed to be disconnected from the pump. The medication being delivered via the device system was not reported. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested. A follow-up report will be sent if additional information becomes available.